Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5041977. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13x75 mm 2.0 ml bd vacutainer® tube with dipotassium edta had the stopper come off while the tube was in the bc-robo of (B)(4) for labeling. There was no injury or medical intervention reported.